Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the smartpass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled. This patient underwent a procedure to have an left ventricular assist device (lvad) placed during which noise and oversensing occurred resulting in an inappropriate shock to this patient. Technical services (ts) noted there was no acceptable vector due to undersensing in primary and secondary vectors and the r wave amplitude was too small in alternate vector. Ts noted alternate vector is the recommended vector however this s-ICD therapy was programmed off. This electrode remains implanted. No additional adverse patient effects were reported.